Event description:
Reportedly, during the follow-up performed on (B)(6) 2013, a programmer freeze was observed while checking device memory. An explanation is required.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.